Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was hospitalized following an eye operation. While in the recovery room, it was reported that the patient's heart rate increased up to 119 bpm. The field representative was contacted to check the device. Due to the increased heart rate, the field representative turned off the minute ventilation (mv) feature due to the potential interaction of the mv sensor with hospital monitoring equipment. The patient was connected to the ECG monitor and had a pulse oximeter on his finger. Boston scientific technical services (ts) was contacted and discussed the potential interactions with mv and hospital monitoring equipment and explained how the large emi field could potentially affect the signal measurement, resulting in an increased heart rate. The patient reported that the mv feature never worked in the first place and put the patient into atrial fibrillation (af). Unrelated to the heart rate increase, it was also noted that the patient had a non-boston scientific left ventricular (lv) lead implanted with this pacemaker, which would be considered off-label use of the system. No adverse patient effects were reported and the device remains in service.